Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biopsy of lower bile duct procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the lesion of bile duct was observed using this device, tissues were obtained using a spybite for biopsy. When advancing the spybite through the spyscope there was a protrusion at the tip of the spyscope ds. The procedure was still completed using the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biopsy of lower bile duct procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the lesion of bile duct was observed using this device, tissues were obtained using a spybite for biopsy. When advancing the spybite through the spyscope there was a protrusion at the tip of the spyscope ds. The procedure was still completed using the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.